Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, and/or prying/leveraging the driver while the implant is still loaded this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part of device remains in patient.

Event description:
It was reported that while backing the driver out after insertion of the suture anchor during a rotator cuff repair, the shaft of the driver broke off and remained in the cannulation of the anchor. Anchor was unable to be removed. Surgeon punched the anchor down into the bone. Could not tie off the sutures, so he removed them. Surgeon inserted another anchor next to the 1st anchor without incident. Case was completed. Bone quality was good.